Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was indicated as diabetes, but no death certificate has been received yet. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose last blood glucose was 364 or 368 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected xx days / hours prior to passing. The customer was using sensors. The caller believes the customer passed on (B)(6) 2019 but was found on (B)(6) 2019. The caller agreed to return the insulin pump for analysis. (B)(4).

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. Device had pillowing keypad overlay. (B)(4).